Event description:
A patient reported blood glucose results of 11.2 mmol/l with a lifescan meter and 8.7 mmol/l on a laboratory device, performed within 5 minutes of each other. Between tests there was no intervention that would be expected to change the blood glucose.